Event description:
On (B)(6) 2025 with the patient on the table during lad [left anterior descending] stent deployment, the system froze and displayed a error message. The patient was not injured during this incident.

Event description:
In (B)(6) 2025 with the patient on the table during lad [left anterior descending] stent deployment, the system froze and displayed an error message. The patient was not injured during this incident.